Event description:
It has been reported that the bd vacutainer® edta 2k has been found containing foreign matter. The following has been provided by the initial reporter: the customer reported that a screw was found inside a tube.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. H3 other text : see h.10

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12/31/2021. H.6. Investigation: bd received one used samples and 7 photos for investigation. The photos and samples were reviewed and the indicated failure mode for foreign matter- screw was observed. The screw appears to have been sheared off just below the head and introduced to the open tube on the production line. The exact location where the screw was introduced could not be determined. Additionally, 100retention samples from bd inventory, were evaluated by visual examination and the issue of foreign matter( screw) was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter- screw. Bd determined that the root cause of the indicated failure mode was attributed to assembly related.

Event description:
It has been reported that the bd vacutainer® edta 2k has been found containing foreign matter. The following has been provided by the initial reporter: the customer reported that a screw was found inside a tube.